Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information stent: 2.5 x 15 mm xience v (part#1009539-15/lot#9092841/serial#(B)(4)), 2.5 x 12 mm xience v (part#1009539-12/lot#9092341/serial#(B)(4)) the stent remains in the patient. There was no reported product deficiency. The reported angina and restenosis are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Since it was reported that the xience v stent was implanted to treat restenosis of a bypass graft, it should be noted that the xience v IFU states: the xience v stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. It is unknown how, if at all, the use of the device in a restenosed graft may have contributed to the reported patient effects occurring approximately twelve months after the index procedure.

Event description:
It was reported via a trial that on (B)(6) 2010, the patient underwent stenting in the pre-dilated, restenosed, second diagonal artery bypass graft with three xience v stents, sizes 2.5 x 28 mm, 2.5 x 15 mm, and 2.5 x 12 mm. On (B)(6) 2011, the patient experienced unstable angina with substernal chest discomfort. The patient underwent percutaneous coronary revascularization in the index target lesion with an additional 2.5 x 18 mm xience stent. The event resolved on (B)(6) 2011 and the patient was discharged. There was no adverse patient sequela. There was no additional information provided.